Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia with ilet pump readings over 400 mg/dl after switching back from an alternate insulin delivery system, despite meal announcements and multiple 2-unit manual insulin doses; the user later experienced a hypoglycemic episode with sweating and shaking that required oral carbohydrate treatment, and subsequently requested additional training and alternative infusion sets due to difficulty inserting standard sets because of arthritis. Symptoms included hyperglycemia, diaphoresis, and tremors. Outcomes included a serious illness/impairment classification. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.